Manufacturer narrative:
Driveline: the cable that connects to the implanted pump and passes through the skin to connect to the external lvad components. The IFU states: do not disconnect the driveline from the controller or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. The IFU also covers care and maintenance of the driveline, patients are educated that the driveline helps provide power to the pump. The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. The reported event was confirmed via x-ray inspection performed on-site, which revealed recessed pins that most likely triggered an electrical fault alarm of type sys_front_phase_c_open. Given the nature of the electrical fault alarm and history of splice repair, this may be indicative of intermittent connection between the pump and the controller driveline port, or recessed pins inside the splice tube. Furthermore, on-site inspection of the driveline cable did not reveal any cuts or damage; however, x-rays indicated recessed pins. This observation aligns with the log file analysis. The confirmed malfunction is related to the reported event. The most likely root cause of the reported electrical fault alarm can be attributed to recessed pins inside the splice tube which was replaced by the clinical engineer. The manufacturer has opened an internal investigation to evaluate this issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experience an electrical fault which self-cleared after 5 seconds. A clinical engineer evaluated the device finding no obvious trauma to driveline. An xray was obtained to evaluate the driveline for internal damage at previous splice site. On xray, 3 pins appeared to be recessed. Per the service report: pt experienced 1 e fault (front phase c) which self-cleared after 5 seconds. Service evaluation: driveline inspection showed no cuts or damage. Connector was working as intended; connector pins were intact. No alarms were reproduced by manipulation. X rays indicated recessed pins. The verification of repair action was marked yes. The driveline was spliced with controller end replaced by clinical engineer.